Event description:
It was reported that a patient underwent a orthopedic procedure on an unknown date and suture was used. The needle broke when sewing in surgery, and changed to another one in order to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the photo provided, it seems to be that needle and suture got separated, could you please confirm if this is what you mean by "breakage needle"? Could you please clarify if there were two issues in this procedure (broken needle and pull off suture needle)? Please clarify. What is the lot number? Investigation summary: a picture was received for evaluation. As per visual inspection of the picture received, it was observed a winding former and a dispensed suture with a needle broken at the swage area of product code vcp310. The manufacturing records could not be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m .

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/8/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: a failed suture needle was submitted fractographic evaluation. The component was identified as product code vcp310h. It was requested that assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, the following was obtained: in the photo provided, it seems to be that needle and suture got separated, could you please confirm if this is what you mean by "breakage needle"? Needle breakage, and breakage location is closed to needle tail, please double check with photo. Could you please clarify if there were two issues in this procedure (broken needle and pull off suture needle)? Please clarify. Only broken needle. What is the lot number? Unk. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m.